Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a sticky and unresponsive buttons and also buttons were hard to press. The customer¿s blood glucose was unknown. Customer reported that the insulin squirted out during priming. Customer reported that piece of plastic chipped off while changing reservoir. Customer stated that the insulin pump did not received low reservoir and low battery warnings. The insulin pump will not be returned for analysis.